Manufacturer narrative:
Visual inspections were performed on the returned device. The unspecified failure was observed as a needle to link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The link break and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event: estimated.

Event description:
A prostyle device was returned that found that the rail end suture was cut. The knot and loop were properly formed; however, the loop was cut. No additional information was available to be provided.